Manufacturer narrative:
Due to character restriction block e1 initial reporter is (B)(6). A getinge field service engineer (fse) troubleshot the issue over the phone with the customer. It was verified that the unit was not seated properly in the cart. After reseating the console, the unit was charging. The iabp passed all functional testing. H3 other text : not returned to manufacturer.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) would not power on. The customer reported that the unit did not appear to be charging properly. There was no patient involvement.